Manufacturer narrative:
Other relevant device(s) are: product ID: 9734860, serial/lot #: (B)(4); product ID: 9731203, serial/lot #: (B)(4), UDI #: (B)(4). Product ID: 9733320, serial/lot #: (B)(4), UDI #: (B)(4). Product ID: 9735368, serial/lot #: (B)(4), UDI #: (B)(4). Analysis of the 9734860 lot # 1850881 found that the media (cd/dvd/usb) is incompatible with os. Confirmed the sr manager error while trying to start the dicom application. Analysis of the 9733560 serial # (B)(4) found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while outside of procedure. It was reported that the system displayed an unrecoverable error in sr manager. There was no patient present when the issue occurred.